Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone and recommended doing the ground isolation test and reseating and/or replacing the gui to bd cable. Covidien was not authorized to service the device.

Event description:
It was reported that an 840 ventilator had intermittently loss of communication between the graphic user interface (gui) printed circuit board (pcb) and the breath delivery unit (bdu) pcb. The malfunction did not occur during patient use.